Event description:
It was reported that the ilet display showed lines across the screen, rendering it unreadable, while the device continued delivering insulin; the family transitioned to backup therapy and arranged for return of the device. Symptoms included no reported adverse clinical effects. Outcomes included temporary interruption of use of the affected device and continuation of therapy via backup method. Investigation included customer support, troubleshooting, and coordination for device return. Investigation of the returned device revealed a screen/display malfunction consistent with a device hardware failure affecting the user interface, with insulin delivery functionality preserved. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure of the display due to user-related impact.

Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.